Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed out of box failure. Stated observed helium leak causing failure of helium regulator calibration. Complete pm with full calibration, functional testing and safety check to factory specification. Returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 14 mmhg. Factory specification is +/- 6mmhg. Retained the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.